Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. The customer's blood glucose was 144 mg/dl. The customer stated that the device had been dropped but they could not remember when. The customer also stated that the insulin pump had gone through body scan machine in the year 2012 and they had an x-ray done at the dentist's office about six to twelve months ago, while the insulin pump was attached to them. The customer does use the sensor feature but the did not have the sensor on at the time of the motor error alarm. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).